Manufacturer narrative:
The reported event of data problem was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. During the analysis the device was interrogated multiple times and results were normal, and no error message was detected. Review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the pacemaker (pm) presented with an error message indicating erroneous parameters detected. The device was successfully restored to nominal settings. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the pacemaker was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.